Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead and pacemaker exhibited loss of capture, oversensing and pacing inhibition. The patient was noted to be pacemaker dependent, however, no asystole for greater than 2 seconds was observed. No adverse patient effects were reported. This product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.